Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was hospitalized due to experiencing an elevated blood glucose (bg) level of 525 mg/dl. Customer alleged the pump as the cause of bg level as customer attempted to deliver a bolus and reportedly, the pump did not deliver the bolus. The allegation could not be confirmed by tandem technical support. Customer was treated with fluids and manual injections. Customer was released from the hospital on (B)(6) 2020 with no permanent damage, and customer reverted to manual injections for insulin therapy.